Event description:
It was reported that the surgeon inserted a micli2.1 implantable collamer lens in 2006. When the pt returned for a post-op visit 6 days later, endophthalmitis and hypopyon were observed. There was excessive vaulting of the lens and shallowing of the acd. Pt was referred to a specialist who performed a retinal tap. The postoperative bscva was 20/30.

Manufacturer narrative:
Revaluation results - a work order search was conducted and there were no similar records found within the work order.